Event description:
Reporter alleged the customer was in a coma, having a seizure and she could not get the compact plus device to work because it ejected strips before she could run a test. Reporter stated she called 911, the emts arrived, obtained a result of 16 mg/dl on their system, and treated him with glucose in the arm before taking him to the hosp where he was kept for a few days. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.